Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, acute anterior myocardial infarction and patient death occurred. The procedure treated the b2, de novo, 75-90% stenosed, eccentric 2.5-3.0x23mm target lesion located in the bifurcation of the proximal left anterior descending (lad) artery. The target vessel was moderately calcified and moderate tortuosity was located proximal to the target lesion. Pre-dilation was performed with a 2.25x16m non-bsc balloon and then intravascular ultrasound (ivus) was performed. Next, a 2.5x20mm promus element stent was advanced and deployed at 14 atms for 5 seconds. Post dilation was performed with a 2.75x10mm non-bsc balloon at 25 atms for 10 seconds and post ivus was performed confirming 0% residual stenosis. Treatment then turned to the left main coronary artery (lmca) and "pressure wire was decreased to 0.69 and set up for lmca". Pre-dilation was performed with a 3.0x20mm balloon at 18 atms for 5 seconds. Next a 3.5x15mm non-bsc stent was advanced and deployed at 20 atms for 5 seconds. Post dilation was performed with a 5.0x8.0mm non-bsc balloon at 20 atms for 5 seconds. Post ivus confirmed "there was no malappostion or any anomalies after stent implantation". The patient was scheduled for a four day hospital stay. On day four, the patient was fine at 6:00 a.m., but at 7:00 a.m., the patient was found in cardiopulmonary arrest. Angiography was performed, which revealed stent thrombosis in the lmca inside the non-bsc stent. It was noted there was no thrombus found in the proximal lad artery or promus element stent. Treatment placed an intra aortic balloon pump and used angioplasty to break up the thrombus. Timi 3 flow was regained to complete the treatment procedure and the patient was moved to ICU. On day eight, the patient expired. The cause of death was an acute anterior myocardial infarction. No autopsy was performed.